Event description:
Updated summary: it was reported to medtronic minimed that the customer passed away on (B)(6) 2023, at home. The cause of death, as reported, was a heart condition and diabetes. The blood glucose level at the time of death was 1000 mg/dl. The customer had worn the pump at the time of passing. The location of the customer¿s passing at the hospital. The reason for admission to the hospital was the heart surgery. The event involved products mmt-1780kl, unomedical, and mmt-332a. Troubleshooting was performed. The reason the customer was not wearing a pump at the time of the deceased event was surgery. The medtronic insulin pump delivery system components worn or used at the time of the event. No product return is required for mmt-1780kl, unomedical, and mmt-332a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary. 2. Section d10 - updated concomitant products. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2023 at home. The cause of death as reported was heart attack and the customer had been diabetic since long. The blood glucose level at the time of death was 1000 mg/dl. The customer had worn the pump at the time of passing. The event involved productsmmt-1780kl. Troubleshooting was performed. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. No product return is required formmt-1780kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.